Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. The pump battery gauge dropped from 70% battery life to 5% in 5 minutes. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.